Manufacturer narrative:
The investigation revealed that a precice antegrade femur piriformis, straight nail, 12.5mm x 335mm was reported as being unable to distract in-situ. After being removed from the patient, the nail was able to distract with the use of a fast distractor. The nail was returned to globus medical for investigation. Upon receipt of the nail, it was measured at 339.71mm. This confirms that the nail was able to distract with the fast distractor as reported. The nail was x-rayed and there was no sign of damage or defects with any of the nail's internal components. Functional testing per at0036 was performed. The nail was able to fully distract and retract, reaching a maximum and minimum stroke lengths of 415.39mm and 334.03mm, respectively. The nail's distraction force was also tested, and it was able to produce 190lbf, exceeding the minimum acceptable force of 180lbf. A review of the DHR documents and production x-rays indicates the nail was manufactured by the specified requirement at the time and met all the required inspections before shipment. The nail has performed as expected with no reported failure confirmed, therefore, no root cause can be determined. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the reported event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
The nail was not lengthening when tested after insertion. We tried 2 ercs with no sign of lengthening on x-ray. We had to exchange the nail - once we removed, we tested the nail with a blue fast distractor on the back table and the nail was functional.

Event description:
It was reported that a precice nail was not lengthening intra-operatively, it was removed and replaced.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.